Event description:
One of the 2 suture plates from a proglide suture-medicated closure system found missing after use to close a right femoral puncture site for a tavr procedure. FDA safety report ID#: (B)(4).

Event description:
One of the 2 suture plates from a proglide suture-medicated closure system found missing after use to close a right femoral puncture site for a tavr procedure. FDA safety report ID #: (B)(4).